Event description:
A customer contacted haemonetics on (B)(6) 2008 to report a blood spill from the rotary seal. A burning smell was noted so the machine was powered off. No injury or reaction noted.

Manufacturer narrative:
Upon eval of the device a fluid spill was confirmed affecting the electrical components. Machine was repaired and is ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).